Event description:
When spiking an etoposide vial distributed by (B)(4) with a carefusion smartsite vial shield the vial diaphram was pushed into the vial and the chemotherapy splashed out of the vial. Carefusion has said they have not had any reported problem with their product and this may be related to the chemotherapy MFR diaphram used in the vial production (B)(4). Dose or amount: etoposide 200 mg, frequency: qd. Route: intravenous. Reason for use: chemotherapy.